Event description:
Device 3 of 3. Reference MFR report: 1627487-2014-15600. Reference MFR report: 1627487-2014-15601. It was reported the pt underwent a procedure to explant and replace her scs sys (reference MFR report: 1627487-2014-02512 and MFR report: 1627487-2014-02513). Intraoperative testing indicated high impedance readings. The physician suspected the issue was caused by the extensions. The extension was removed and replaced, however the issue persisted. The procedure was completed. Reprogramming is to take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.